Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys free psa immunoassay results for one patient from cobas e 801 module serial number (B)(4). The free psa results were 15.1 and 15.3 ug/l while the total psa result was 11.6 ug/l. With a 1:2 dilution, the total psa result was 11.5 ug/l. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were confirmed. Further testing determined the sample confirmed a rare psa-isoform which affected the total psa result. When retesting the sample with an anti-psa antibody of a different specificity, the total psa concentration was >23.7 ng/ml. Based on the results, there was no evidence that the free psa results were incorrect. The occurrence of psa isoforms and the interference is documented in product labeling for the assay. The frequency of this type of event is monitored.